Event description:
It was reported that patient presented for a scheduled procedure. During procedure, it was noted that the lead failed to be advanced into the catheter. The lead was replaced, and a new lead was implanted as a result. There were no patient consequences.